Event description:
It was reported that impedances greater than 10,000 ohms were measured. The reporter stated this had happened before. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).